Event description:
It was reported that the physician's vns handheld computer had a frozen screen and would not move on from the screen. Product has been returned to the manufacturer, but analysis is pending.